Event description:
Per user-facility medwatch form #330125000-2003-0047, during a laparoscopic cholecystectomy, the clip applier scissored when attempt was made to put the clips on vessel. There was no pt consequence.